Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: customer returned (2) 3/10cc syringes in an open poly bag with the shelf carton from lot # 9308359. Customer states that the pre-attached needles were of different length. The poly bag and shelf carton returned with the syringes states that the sample should have 8mm cannula length. Both returned syringes were tested for cannula length (specs for 8mm cannula length: 0.266¿-0.360¿). Data: cannula length. Syringe 1: 0.219.¿ syringe 2: 0.284.¿ syringe 1 falls out of specifications for 8mm cannula length, but falls within specifications for 6mm cannula length (specs for 6mm cannula length: 0.187¿-0.281¿). This indicates that this is a 6mm cannula. A review of the device history record was completed for batch# 9308359. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification (B)(4) noted that did not pertain to the complaint. Conclusion: based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as the samples were returned in an open poly bag. Root cause: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle had a mix of product types in a pack and the cannula was too long; insufficient cannula length before use. This event occurred 5 times. The following information was provided by the initial reporter: the customer noticed 4/5 boxes were opened and contained syringes which did not have the same length of needles.